Manufacturer narrative:
Additional information: section d - expiration date and unique identifier (UDI)#, section g - date received by manufacturer and section h ¿ if follow up, what type?; device manufacture date; type of investigation; investigation findings; investigation conclusions. The devices were discarded and unavailable for analysis. The cause of the infection could not be determined. The evoke scs system surgical guide states the following ¿the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalization with intravenous antibiotic therapy and may require surgery (including revision, explant, and replacement) as a result.¿ manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During a follow-up visit, a patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for potential infection at the implantation site of their evoke closed loop stimulator (cls). The evoke scs system was explanted.